Manufacturer narrative:
A correction was made to update the most accurate information. The event is only a product problem. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a manufacturer¿s representative (rep). The rep reported that the patient was having to charge frequently. The rep reported that the patient was seen in office on the day of the report. The rep reported that the patient was set on high density programming and using the ins 24 hours per day. The rep noted that charging was normal and all impedances were fine. The rep explained why the patient was charging so frequently and she understood. The rep reprogrammed the patient with modified high-density settings to see if she could get adequate pain relief without the high dose settings. The rep decreased the rate from 1000 to 300. The rep reported that the patient was to try the new settings and be seen back in a few weeks. The rep reported that if the patient didn't get good relief she would go back to full high density. The patient understood the reason why she was charging frequently. The issue was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation ¿ spinal pain. It was reported that the patient was charging more often then she thought she would have to. Patient stated she charged twice a day with excellent recharge quality each time. No symptoms reported. No further complications were reported/anticipated.